Event description:
On (B)(6) 2014 the reporter contacted animas alleging that the patient had been experiencing low blood glucose (bg) between 30mg/dl and 40mg/dl with moderate headaches and dizziness related to not being able to read bolus recommendations from the pump properly. The reporter stated that there was moisture behind the display screen and that the screen was cloudy, making it difficult to read the insulin recommendations when boluses. The reporter noted that the patient was getting bolus amounts that they thought were correct, but then the patient would end up with low bg. The patient reportedly treated the low bgs with glucose tablets. The lens film was removed, but the issue continues. There was no damage seen to the display. This complaint is being reported based on the allegation that the patient experienced hypoglycemia due to not being able to read the display screen appropriately.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/09/2014 with the following findings: a review of the pump histories indicated that the last basal delivery occurred on (B)(6) 2014 at 2:24pm. A one hour and 30 minute unacknowledged ¿no delivery, no prime¿ alarm was observed in the history on (B)(6) 2014. The time and date was incorrectly set after a reboot from (B)(6) 2014 to (B)(6) 2014, and from (B)(6) 2014 to (B)(6) 2014. The total daily dose history appeared to be inaccurate due to the manual time/date manipulation. The pump powered on with a dim, discolored display screen; there was no evidence of moisture observed in the display. Leak testing was performed, revealing a display lens leak. The pump was exercised for 24 hours on a 1unit per hour basal rate, and the history correctly reflecting 24units after the duration test. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The pump casing was removed and there was no evidence of moisture corrosion or intermittent conditions found on internal pump components. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.